Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48.6 mm abdominal aortic aneurysm. It was reported during the index procedure while endovascular aneurysm repair was performed to treat abdominal aortic aneurysm, chimney-evar was performed and a bare stent was implanted in the lower left renal artery at the same time. The final angiogram indicated a type ia endoleak. The physician assessed the patient status and decided against intervention. Per the physician the cause of the endoleak was considered to be anatomy related. The physician suggested a larger size device could have been used and that double chimney should have been performed at beginning of the procedure or that the sr stent should have been deployed earlier. No additional clinical sequelae were reported and the patient will be monitored.